Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: underweight, brown particles and opening on posterior. A visual and microscopic analysis was performed which identified opening crease sharp, stress marks and crease fold. Based on the device analysis the final assessment is: an opening crease sharp on posterior due to fold flaw opening. Lot number of implants is known: ca096346 and ca096345 but the corresponding side is unknown.

Manufacturer narrative:
Lot number: ca0936346. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side "ruptured implants." Device status is unknown.